Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The system 5 sagittal saw was sent for service and it was found during performance testing at the manufacturer that the blade mount is chipped. No adverse event was associated with the device.